Manufacturer narrative:
(B)(4). Correction to remove statement "data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined."

Event description:
No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.